Manufacturer narrative:
The customer provided their cleaning, disinfection, and sterilization process. There was no reported patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The manual detergent was anios clean excel d and no manual disinfectant was used. The suction channel, suction cylinder, instrument channel port and distal end/areas around elevator were manually cleaned using digestive endoscopy swab lta medical manual brushes. The scope was stored vertically in a simple cabinet. The subject device is currently in the evaluation process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, after microbiological control on the brand new gastrointestinal videoscope, the user detected an unexpected contamination. During sampling, the scope tested positive for 2 colony forming units (cfus) of enterobacter cloacae and pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The device had not been used on any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The following deviation from the device instructions for use (IFU) was confirmed by review of reprocessing steps provided from the user: none of the precleaning process was performed. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the bending section rubber glue was separated and the cds machine used was soluscope 3. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reprocessing steps by the user had deviation from IFU at the location of sampling. Therefore, it cannot be denied, the possibility of insufficient reprocessing due to the deviation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to customer culture results.